Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq2567 showed seven other similar product complaint(s) from this lot number. All 7 of the complaints for this lot number (rebq2567) have been reported from the same facility in (B)(6).

Event description:
It was reported that the upper extremity venous thrombus occurred about 4-15 days after catheterization. The catheterization operators placed the catheter according to the standard catheterization procedure, and the blind insertion method was adopted. The catheter was inserted in the left median vein. No additional information was provided.